Manufacturer narrative:
(B)(4). Restenosis of the stented artery may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. The emboshield nav 6 is being filed under a separate medwatch report number.

Event description:
It was reported that at an unspecified time post stent implantation in the right internal carotid artery, carotid ultrasound revealed in-stent restenosis. On (B)(6)2010, after balloon angioplasty was performed to treat the stenosis, the emboshield nav 6 retrieval catheter (rc) could not be advanced through the distal half of the stent. The wire and open filter were pulled down into the stent and the filter was captured in the rc and was removed from the body. There was no adverse patient effect. Though requested, no additional information was provided.